Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
It was reported to philips that the user received an electrical discharge from the heartstart mrx defibrillator. There was no reported negative user or patient impact.